Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 09/09/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
"Customer reported: "product rejected by customer due to poor quality. Needle is blunt, which causes pain when puncturing. Patients complained of pain during the puncture. They said that the needle tears into the skin. The sensation is that the needle has no cut".

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct expiry date and report type - adverse event and product problem provided in the initial MDR [3014312726-2024-00308]. The previously reported was incorrect. The correct report type is product problem only and the correct expiry date is 01-aug-2028.